Event description:
Additional information was received from manufacturer representative. The patient was given a refresher on charging the device appropriately. Representative reported she discussed the report of shocking with the patient and the patient's husband. When the patient described the "shocking" the husband looked at his wife and said he had that all the time and that it is aging and not because of the stimulator. The patient agreed with her husband and has not mentioned it since.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the patient's implantable neurostimulator (ins) battery was depleting faster than it should and the patient had to recharge more frequently. It was noted that the hcp requested to have an engineer come out to troubleshoot and see how long it should be taking the ins to deplete. It was further reported that in addition to the recharging issues, the patient was also experiencing a shocking sensation. The manufacturer representative stated that the patient was "feeling some shocks." It was noted that the manufacturer representative was going to meet with the patient on the date of this report and further troubleshooting options were reviewed. Additional information provided by the manufacturer representative on (B)(6) 2016 reported that they still needed a little more clarification on the shocking issue. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.